Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: during the start up of device, there was a continuous alarm without visible alarms or logging tfs in the eventlog, and the screen remained black.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing. A detailed investigation was performed by an expert from the technical service: hamilton medical ag received the logfiles of the device for analysis. All important actions such as operator settings, actions and alarms, etc. Are documented in the logfiles. According to the event log no technical faults or technical events were logged on the event date reported by the customer. According to the available information the unit arrived at the partners workshop reporting " startup failed (black screen) with sw 3.x.x ". After the restart of the device, the failure could not be reproduced. The root-cause cannot be determined. As the failure was not reproducible, apart from a restart no correction was performed. Although in this case there was no patient involvement the reported issue could lead to a delay in therapy and thus - in a worst case - to a deterioration of the state of health of the patient. Therefore, the case was assessed reportable. There was no patient or user harm.

Event description:
The following was reported to hamilton medical ag: during the start up of device, there was a continuous alarm without visible alarms or logging tfs in the eventlog, and the screen remained black.